Event description:
Pdc received a call on (B)(4) 2014 reporting a medical attention that occurred on (B)(6) 2014 around 11:00pm. Pt's wife (B)(6) stated that pt was covered in sweat, disoriented, very weak and passed out. Paramedics were called. (B)(6) tested pt's glucose with the prodigy meter while paramedics were in route. Prodigy meter result was 89 mg/dl. Paramedics tested pt's glucose with the prodigy meter upon arrival, getting a result of 78 mg/dl. After testing pt's glucose with the prodigy meter, paramedics tested pt's glucose with their meter. The result was 22 mg/dl. Less than 5 minutes passed between testing with prodigy meter and paramedic's meter. Paramedics with prodigy meter and paramedic's meter. Paramedics administered glucose IV at pt's home. Pt was not transported to ER. Pdc sent replacement and prepaid envelope requesting return of suspect device.